Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the red light came on when charging battery on bay 4. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear if additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the red led light on the universal battery charger came on when charging a battery device on bay 4. During in-house engineering evaluation, it was observed that the alleged malfunction was duplicated. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.